Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that returned pump visually inspected and no kink observed. Inspected under an accurate microscope. No broken impeller blades observed. No biomaterial or foreign materials found in inflow, outflow or cannula. No data logs were returned or uploaded to find positioning issue when kit implemented. The pump purged and ran for around 3 hours. No low flow pump observed. Pump runs normal. The root cause of the low pump flow could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the device had low flow. The device was explanted and replaced with a new pump. No patient injury or harm noted.